Event description:
At delivery, dr attempted to use bulb syringe, present in delivery pack. Bulb syringe did not work properly. New syringe given to dr upon request. Baby had slight respiratory distress post delivery and was suctioned with 6f catheter. In nursery infant 02 saturation 90 then dropped 85-86% - 02 flow by for 2 minutes then gradually withdrawn. 02 saturation remained in the 94-98%.